Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during the implant procedure, physician was not satisfied with the high atrial capture threshold value. The lead was repositioned several times but a better value was not obtained. When the physician tried another time, the stylet could no longer fit through the lead, so the lead was removed and replaced successfully. Patient's condition was stable.